Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a non-boston scientific product. No patient complications nor injuries were reported. The patient condition was good.